Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The panorama telepack was found to be the cause of the dropout and was replaced.